Manufacturer narrative:
No conclusion code available; the reported field event of a telemetry anomaly was confirmed in the laboratory and was due to product code corruption. After correction the product code, telemetry was reestablished and the device was discovered to be in backup vvi mode. Attempts to reload product code to the device were unsuccessful due to low battery voltage. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to clinic after not feeling well, connection could not be established between the device and the programmer. Patient's presenting rhythm was 40 bpm. Programmer was asking to determine magnet rate but magnet rate could not be determined. During last follow-up in (B)(6) 2015, device longevity was nine months to eri. Patient then missed the following appointment. Device was explanted. Patient was stable.